Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, the patient and his parents were sleeping when around 3:20am, the patient¿s parent heard him having a seizure, which lasted for approximately 10 minutes. The patient was also cold, sweaty, and clammy. The continuous glucose monitor (cgm) device was reading low mg/dl but the patient nor the parents received an alert notification to notify them of the patient¿s hypoglycemic state. Upon looking at the patient's history, the patient's cgm prior to the seizure was reading 68 mg/dl and then dropped to 48 mg/dl. The patient was wearing an omnipod insulin pump (in manual mode). The patient¿s parent called emergency medical service (ems). While waiting for ems, the patient¿s cgm was reading 43 mg/dl and the patient¿s parent treated him with baqsimi (nasal glucagon). Once ems arrived, the patient was able to walk but could not yet speak. Ems treated the patient with an unspecified IV medication. Around 4:25am, the patient arrived at the emergency room (ER). At the ER, the patient¿s bg meter was 194 mg/dl, the cgm value could not be recalled. Around 5:26am, the patient¿s bg was 141 mg/dl and the cgm was also reading 141 mg/dl. A few hours later, at 7:10am, the patient was discharged home. His bg meter reading was 77 mg/dl and the cgm reading was 78 mg/dl. The patient was sent home with juice to drink. The patient was fine at the time of the report. Data was provided for investigation. The allegation was confirmed via data as a no audio output. The probable cause is alert disabled, vibrate only, or always sound disabled. No additional patient or event information is available.